Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 589 mg/dl. Cause was unknown. Reportedly, the customer addressed their elevated bg with a manual dose injection and a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.